Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired.(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure performed approximately two or three months ago, the physician found a piece of string in the kidney, which was believed to be the string of a percuflex loop that was used during a percutaneous nephrolithotomy procedure approximately two years ago.attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4)

Event description:
It was reported to boston scientific corporation that during a ureteroscopy procedure performed approximately two or three months ago, the physician found a piece of string in the kidney, which was believed to be the string of a percuflex loop that was used during a percutaneous nephrolithotomy procedure approximately two years ago. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted. Additional information received as of march 21, 2014. Received confirmation that a suture was noted hanging down in the mid ureter during a ureteroscopy procedure performed on (B)(6), 2013, and that suture was from the nephrostomy tube, which was placed on (B)(6), 2010 and was removed on (B)(6), 2010. According to the complainant, on (B)(6), 2013, a ureteronephrectomy procedure was performed and the suture was successfully removed using forceps through the ureteroscope, which was passed up the ureter into the left kidney where the suture was attached. It was noted that surface mineralization or encrustation is present on the suture. The procedure was completed without a need of another percutaneous nephrostomy tube. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable and fine.